Manufacturer narrative:
Contraindication (customer using levemir): the tandem t:slim pump user guide indicates that: the cartridge is contraindicated for use with products other than humalog® and novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels ranging at approximately 400-500 mg/dl, after changing out the cartridge and infusion set. Per customer's clinical diabetes specialist (cds), the customer had not realized that they filled cartridge with long acting insulin (levemir), rather than short acting insulin (novalog). Customer treated, by changing out all supplies, and filling cartridge with short acting insulin. After changing supplies, customer's bg levels came down, and issue was resolved.